Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient was experiencing an increase in seizures. The patient had multiple seizures per day, especially at night. The patient reported having repeated absence seizures, which were noted to be unlike any seizure pattern the patient had previously experienced. The patient¿s device output current and medication were adjusted during the office visit. Attempts for additional relevant information have been unsuccessful to date.